Event description:
It was initially reported that the "tapping" stimulation sensation was aggravating his tailbone. The pt was able to switch between groups and activated program 1 at 3.6 volts. F/u info received indicated that the patient met with his physician and the company rep for the problem. The pt's device was successfully reprogrammed and he was no longer having problems with his device. Subsequent info received reported that the patient's device had "malfunctioned". He experienced pain from his implant from the time it was implanted and that it never really worked. If add'l info is received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).